Event description:
It was reported that the colonovideoscope had no image. The issue occurred during preparation for use and there were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material was observed in the air/water cylinder and tube, as well as in the connecting tube. Based on the results of the investigation, the customer¿s allegation could not be reproduced; therefore, a root cause could not be identified. Additionally, for the newly identified malfunctions, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.